Event description:
A customer reported experiencing a cartridge alarm 30 twice on december 16 and 17, 2025. There was no adverse impact to the customer's blood glucose level. The issue occurred during the load process, and the customer waited for the appropriate prompt before removing the used cartridge. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the faulty pump. The customer was instructed to return the problematic pump to tandem using the provided return box and label within ten days and was also advised on programming their new pump settings and connecting their cgm. The replacement pump was sent by cts, and the customer acknowledged all instructions.